Event description:
Boston scientific received information that shortly after implant and during testing it was noted that the defibrillation threshold (dft) testing failed and the patient had to be externally resuscitated. The patient's pocket was re-opened and it was noted that the leads were reversed in the device header. The physician removed both leads, and placed them in their proper port. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.